Event description:
The pump was returned to the manufacturer from a funeral home. The cause of death and relationship of the death to the implantable device was not reported. The patient was last seen by his hcp in 2007 for a pump refill. The hcp had no information regarding the patient's death. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.